Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a pending pump alarm occurred. The alarm was a motor stall that occurred on (B)(6) 2014 at 21:32 and recovered (B)(6) 2014 5 at 19:54. The pump was implanted as the backup pump was not usable. On the morning of (B)(6) 2014 a duel tone pump alarm started. The patient experienced increased pain. The pump had not yet been interrogated at this time. The patient was told to go to the emergency room (ER) at 11am so he would have time to get in contact with a representative to get the pump read and determine the alarm. The pump was interrogated at the ER and aside from the motor stall on (B)(6) 2014 and recovery on (B)(6) 2014, no other events were seen in the logs. The active alarm was silenced and it was stated that the pending alarm was not silenced on the day of implant. The reporter stated that it was possible the increased pain could have been from the implant surgery and the fact that the patient was on a very low dose; the patient had 700 days to refill. The patient took a lot of oral medications and the healthcare provider (hcp) was still titrating to an effective dose. The physician assistant was thinking of increasing the patient's daily dose on the day of the report. The device system currently delivered morphine 5mg/ml at a rate of 0.3mg/day. Additional information received reported that the manufacture representative had not been successful in silencing the alarm when it was implanted and reported that his colleague had been successful when she was then called out to silence the alarm following implant. The manufacture representative did not know if he had done something incorrectly while attempting to silence the alarm, or why the alarm continued to sound. The manufacture representative did not think the patient's does was at a therapeutic level. It was suspected that the pending alarm was caused by the motor stall that occurred in (B)(6) 2014 and the representative thought it may have caused an unusual "cold spell" that occurred at the time. The representative reported that the temperature dropped into the 30 degree (f) . The representative was not aware of any further actions or issues with the device since the pump was silenced.